Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) discussed that a gradual rise is not indicative of a fracture. The out of range value was increased. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received which indicated that this rv lead exhibited noise. It was noted that this rv lead was implanted with a non-boston scientific device. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) discussed that a gradual rise is not indicative of a fracture. The out of range value was increased. This crt-d system remains in service. No adverse patient effects were reported.